Event description:
The patient was enrolled in the (B)(4) study with a 70%, moderately calcified, type c lesion in the mid left anterior descending artery. The lesion had restenosis from a previous bare metal stent. The patient¿s medical history includes angina, positive functional study for ischemia, previous (B)(6) 2008. Hyperlipidemia, hypertension, myocardial infarction (B)(6) 2008, thoracic disc herniation, eczema of hands, moderate aortic stenosis. The lesion was pre-dilated and a 3.0 x 33mm cypher stent was implanted at 16atm. The stent was post-dilated. Approximately 16 months post index procedure, the patient underwent aortic valve replacement as well as CABG lima to mid lad. As per admission summary, patient was diagnosed with severe aortic stenosis. The valve area was approximately 0.7 sq cm. And ejection fraction was measured between 20% to 25% preoperatively. The patient underwent cardiac cath which revealed a tight stenosis in the lad vessel. The right coronary and circumflex arteries were free of disease. The workup for cancer ruled out the cancer. Two days post, patient underwent aortic valve replacement with a 25mm tissue valve and coronary artery bypass graft surgery with left internal mammary artery to mid lad as well as left ventricular myocardial biopsy. The surgery was noted uneventful; however, patient had post-operative atrial fibrillation. Patient was placed on intravenous amiodarone and subsequently pradaxa. Patient did not tolerate IV ace inhibitors for afterload reduction. The beta blocker was changed to coreg. Patient continued to have atrial fibrillation and physical therapy and rehabilitation was recommended and patient was discharged. The event was considered to be unrelated to the study stent, drug or procedure in an investigator¿s opinion.

Manufacturer narrative:
Concomitant medications included ace inhibitors, beta blocking agents, bivalirudin, plavix, hmg coa reductase inhibitors, lasix, lipitor and toprol xl. The patient was enrolled in the cypress study with a 70%, moderately calcified, type c lesion in the mid left anterior descending artery. The lesion had restenosis from a previous bare metal stent. The patient¿s medical history includes angina, positive functional study for ischemia, previous pci (B)(6) 2008. Hyperlipidemia, hypertension, myocardial infarction (B)(6) 2008, thoracic disc herniation, eczema of hands, moderate aortic stenosis. The lesion was pre-dilated and a 3.0 x 33mm cypher stent was implanted at 16atm. The stent was post-dilated. Approximately 16 months post index procedure, the patient underwent aortic valve replacement as well as CABG lima to mid lad. As per admission summary, patient was diagnosed with severe aortic stenosis. The valve area was approximately 0.7 sq cm. And ejection fraction was measured between 20% to 25% preoperatively. The patient underwent cardiac cath which revealed a tight stenosis in the lad vessel. The right coronary and circumflex arteries were free of disease. The workup for cancer ruled out the cancer. Two days post, patient underwent aortic valve replacement with a 25mm tissue valve and coronary artery bypass graft surgery with left internal mammary artery to mid lad as well as left ventricular myocardial biopsy. The surgery was noted uneventful; however, patient had post-operative atrial fibrillation. Patient was placed on intravenous amiodarone and subsequently pradaxa. Patient did not tolerate IV ace inhibitors for afterload reduction. The beta blocker was changed to coreg. Patient continued to have atrial fibrillation and physical therapy and rehabilitation was recommended and patient was discharged. The event was considered to be unrelated to the study stent, drug or procedure in an investigator¿s opinion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and previous cardiac disease.